Event description:
It was reported the recharge antenna was damaged. It was reported the patient had been having trouble with recharging for the last four days. It was noted the implantable neurostimulator (ins) ¿moves around at times, quite a bit since implant¿ and there was a communication problem. It was noted the antenna locate feature did not allow the patient to have coupling. It was reported the patient received a new antenna but no information was provided about the reported coupling issue.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information was received stating that the patient's lead appeared to be moving to the surface. The physician reburied the leads and anchors, then reattached to the fascia. This resolved the issue. The patient was doing well at the time of the report

Event description:
Additional information received reported the patient received assistance from the manufacturer representative on (B)(6) 2014 and their concerns were resolved.